Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump touchscreen was unresponsive. Customer turned pump deliveries off and on. Issue resolved itself. Customer reported no further issues. There was no reported adverse impact to customer's blood glucose.